Event description:
Related manufacturer reference number: 2017865-2022-40264. Related manufacturer reference number: 2017865-2022-40268. Related manufacturer reference number: 2017865-2022-40270. It was reported that the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
The lead was returned due to unknown death. As received, a partial lead was returned in two pieces. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Manufacturer narrative:
Correction: d6b missing explant date should have been (B)(6)2022.